Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. The patient's programmer also displays a communication error. It was also reported the patient has not charged the ipg in approximately 10 months. The patient is without stimulation. The patient will undergo surgical intervention to address the reported issue.